Event description:
It was reported that the 9600 system locked up with an error code during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The software was installed during the service call. The system was found to be working as intended and put back into service.